Event description:
Caller reported a malfunction on pump. Customer's reported blood glucose level exceeded 500 mg/dl and displayed as "high," with finger stick confirming it was above 600 mg/dl. Customer addressed high blood glucose with correction injection via mdi without third-party assistance. Technical support provided instructions to reset pump, resolving the malfunction with no recurrence reported. Customer was advised to continue using pump and to contact support if malfunction reappears.